Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This additional information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: stephen tuohy m.d., paul ryan b.sc., joseph galvin m.d., turning a blind eye to the far field; are we burying the evidence? A case of abrupt catastrophic ICD lead failure causing sudden death, heart rhythm case reports, http://dx.doi.org/10.1016/j.hrcr.2015.07.004. This is from the journal: "this is a pdf file of an unedited manuscript that has been accepted for publication. As a service to our customers we are providing this early version of the manuscript. The manuscript will undergo copy editing, typesetting, and review of the resulting galley proof before it is published in its final citable form. Please note that during the production process errors may be discovered which could affect the content, and all legal disclaimers that apply to the journal pertain." (B)(4)

Event description:
Additional information was received in the form of a pre-publication scientific journal article. The article reported that the right ventricular (rv) lead had an "abrupt" rise in the pace-sense impedance. There was an apparent fracture. The algorithm in place did not function properly and the patient experienced "induced ventricular fibrillation (vf)."

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert and indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated a lead noise alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was further reported that lead noise was present. A lead integrity alert (lia) was triggered and the lead noise discrimination algorithm was activated and withheld therapy due to noise. The algorithm timeout expired after default setting of forty-five seconds had passed and the device delivered therapy. After the fourth thirty-five joule shock, ventricular fibrillation (vf) was initiated and the subsequent shocks were unable to break the arrhythmia. The patient died immediately following this event.